Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #:(B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was that the patient fell and was started to experienced pocket pain. It was also mentioned that the patient was no longer getting pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.